Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient had charging issues; the ins had flipped requiring an ins pocket revision on (B) (6) 2009. The patient is now able to recharge and is getting good coverage with their system.